Event description:
It was reported that a pacemaker device was showing av dissociation from egm, and the p waves were not marked in blanking. The doctor expressed frustration with not being able to determine the rhythm without all of the p waves being marked and was not satisfied with the egms. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.